Event description:
The manufacturer received information alleging a ventilator service required had occurred. There was no harm or injury reported. A philips remote service engineer (rse) downloaded and reviewed the system error log, which confirmed the customer¿s complaint. At this time, the device has not been returned to the manufacturer for further evaluation of the device. A follow-up report will be submitted when the manufacturer's investigation is completed.